Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds and had no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.